Event description:
It was reported that noise was recorded on the ventricular channel of the patient's implantable cardioverter defibrillator (ICD). The patient presented without symptoms. The episodes were reviewed and noise complexes were confirmed. The clinician stated that the noise could be the result of myopotential oversensing. The right ventricular (rv) lead measurements were normal and stable. The clinician adjusted the low frequency attenuation, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was included in a field action.  Based on the information received and without the return of the product, it could not be d etermined if this device performed as described in the field action. Concomitant: 4193 lead implanted 2004-(B)(6), 1688tc st. Jude lead, implanted 2004-(B)(6). (B)(4).